Event description:
It was reported that on (B)(6) 2026, a 25mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage occlusion (laao) procedure using a12f amplatzer amulet delivery sheath. During procedure, the third attempt at positioning was successful, and both the close and tugg assessments were perfect. However, when removing the dilator from the sheath prior to device deployment, they again noticed that the tip of the dilator was damaged. The patient remain hemodynamically stable throughout the procedure and there was no delay. The patient was reported stable.

Manufacturer narrative:
An event of split dilator tip was confirmed. The investigation into the returned delivery sheath showed a split of dilator tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The damage is consistent with damage during use. However, the cause of the reported material split could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on 01 apr 2026, a 25mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage occlusion (laao) procedure using a12f amplatzer amulet delivery sheath. During procedure, the third attempt at positioning was successful, and both the close and tugg assessments were perfect. However, when removing the dilator from the sheath prior to device deployment, they again noticed that the tip of the dilator was damaged.